Event description:
Boston scientific received information that this endotak reliance right ventricular defibrillation lead, exhibited a gradual rise in pacing impedances over the past two years. At the most recent follow up visit, the pacing impedances were 2,276 ohms. It was suspected that the pace/sense portion of the lead was damaged. All other measurements were within normal limits. The decision was made to leave the lead implanted at this time and monitor the patient closely. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.